Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The lens was inserted and did not sit well in the eye. The lens was removed without incident and a 3-piece lens was placed. The cause of this event was patient related and not the lens. Further patient information and date of surgery was requested but none has been forthcoming.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant and explant date: unk. (B)(4) - no consequences or impact to patient; no known device problem. Evaluation results: visual inspection of the returned product found both plate haptics torn. Lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient related condition and was not lens related. (B)(4).